Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot pedal is not working. Upon functional analysis fse confirmed that the problem with the wireless connection. The defective parts were returned for analysis, footswitch was not charging after being connected to the charger, and the probable cause was unknown. For base station it was not possible to connect/pair to five different 12nc¿s wireless footswitches. During connecting/pairing orange led (rf com) and red led (error) are flashing, and the probable cause is unknown. However, the replacement of the wireless foot switch and base station by fse resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion wireless foot pedal was not working. No harm was reported. Philips has started an investigation of the complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.